Manufacturer narrative:
The insulin pump had an unresponsive act button due to a corroded keypad trace. No frozen screen or button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked display window at the bottom left side corner, a cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted inside of the insulin pump.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the display was frozen. Customer stated that the insulin pump was under water for several seconds. Customer's blood glucose reading at the time of the call was 148 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.